Event description:
A site representative, biomed, reported a stimpilot cable that intermittently works with a fhc micro targeting controller, depending on the cable's orientation. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device manufacturing date is unavailable.suspect part has been returned to manufacturer for analysis.

Manufacturer narrative:
Mfg date now provided.the site does not wish to return the system for repair. However, during onsite simulated use testing it was determined that the microdrive power cable was faulty because when it was manipulated there was intermittent signal.